Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Visual analysis: device photograph for the device related to the reported event of rupture was reviewed. Visual analysis of the photograph identified a broken device has red biological tissue labeled left. Due to the impossibility to perform microscopic analysis via device analysis performed through photographs, it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.